Event description:
Pt reported high pressure alarm on her pumps. Pt getting high pressure alarm, pt checked for kinks, switched pump, made a new cassette, and changed IV connectors. IV line is about 1.5 years old, advised pt to go to hospital to have line check out. High pressure started 10pm eastern time on (B)(6) 2025 and now about 2 am local time, informed pt to tell hospital she has been off treprostinil for 4 hours and a restart maybe needed. Pt reported no side effects. Confirmed that pt was at university of (B)(6) emergency department being admitted having central line checked for possible issue. Unknown product lot number, expiration date or serial number. No further information, details, or dates available. Did the reported product fault occur while in use with a patient? Yes " did the product issue cause or contribute to patient or clinical injury? No, pt reported no side effects for being off treprostinil. Is the actual device available to be returned for investigation? Yes. Did we replace device? No, pt going to hospital for possible IV-line blockage. Did the patient have a backup device they were able to switch to? Ye. If yes, was the patient able to successfully continue their infusion? No, pt getting the same high-pressure alarm on backup pump. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing.